Event description:
It was reported that the user had a blood glucose of 95 mg/dl at bedtime, expressed concern about going low, and sought guidance on appropriate carbohydrate intake, and they were also counseled to avoid false or disproportionate meal announcements after logging a salad as a normal-sized meal. The user was previously hyperglycemic reaching 300 mg/dl. Symptoms included hyperglycemia and concern for impending hypoglycemia without reported adverse clinical effects. Outcomes included user education on correct meal entry and carbohydrate management, with no alarms, no alerts, and no hospitalization. Investigation included a review of the blood glucose questionnaire and troubleshooting education for proper meal announcement and portion sizing while using the ilet system. Investigation of this case revealed user-related use error associated with incorrect meal size entry; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to user technique and understanding.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.